Manufacturer narrative:
Work order completed: h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera intermittently stopped tracking all instruments, including the frame. The camera and ssd were recently replaced. There was a reported delay of less than one hour and no reported impact to patient outcome. They were able to resolve the issue by going backwards and forwards in the software. The instrument sets were reported to be old.

Manufacturer narrative:
D10: concomitant product information (product ID 8801085 and lot number unknown) h6: code f1908: prolonged surgery is applicable to the reported delay of less than one hour. Code f26: no health consequences or impact, which was previously reported, is applicable to no reported impact to the patient's outcome. Code g03008: marker is applicable to the sphere component. G02008: computer software, which was previously reported, is applicable to the system's computer software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the logs and found three application session logs from the date of the issue. In the first session the site went till image task only. The second and third sessions used the spinalfusion procedure. During the second and third sessions, the site utilized auto registration, conducted 6 successful spins, and proceeded to the navigation task. There were 11 instrument additions noted for the spine procedure, and no localization errors were reported. However, the sessions recorded over 1,400 instances of "infrared interference error" warnings for the tools, likely due to ir interference. This interference could stem from various factors such as line-of-sight obstructions, dirty or damaged spheres, reflections of ir light from external sources, or thermal interference from nearby heat sources. Despite these observations, the root cause of the reporting behavior remains unknown from the logs. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.